Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. There was no reported adverse impact to the customer. Reportedly, customer continued to use the pump for insulin therapy.